Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an olympus single-use injection needle malfunctioned during a therapeutic procedure. According to the initial reporter, after removing the subject device from the package, an attempt was made to irrigate the syringe, but it failed due to the needle having an obstruction present. Reportedly, several more attempts were made, but the user ultimately had to switch to another injector to continue the procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4: the subject device was manufactured in june 2023; however, the exact date cannot be identified since the subject device was not returned. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.